Manufacturer narrative:
Through investigation the cause of the reported false positive staphylococcus ludgunesis result will be investigated under hra-24-0007. Further investigation for root cause will be documented in escalation case (B)(4) and hra-24-0007. The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no injury or death to patient.

Event description:
Event description (what is reported): on 6/5/2024 customer (B)(6) lab reported a discrepant result on bc-gp assay. Verigene detected staphylococcus species and staphylococcus lugdunensis however culture showed staphylococcus capitis detected. Verigene: staphylococcus species and staphylococcus ludgunesis detected. Culture: staphylococcus capitis detected. Data review per verigene ID software requirements specification (toast-srs-1042), in order for an organism to be detected the ic ratio must be greater than or equal to -0.4 and the nc ratio must be greater than 0.85. Review of test cartridge 01864078 shows staphylococcus species detected at exposure 150 (ic: -0.03 nc: 0.96) and staphylococcus ludgunesis detected at exposure 1200 (ic: -0.22 nc: 0.88). Pc1 was detected at exposure 24 (ic: 0.51 nc: 0.98) and pc 2 was detected at exposure 150 with ic and nc values of 0.05 and 0.97 respectively. Camera images were not available. This was tested on 6/1/2024 on sp a3. Consumable review test cartridge lot: 031824018a extraction tray lot: 031124018b utility tray lot: 030824018c there are no ncmrs associated with the lots utilized. There are 24 other erroneous results reported for the staphylococcus ludgunesis target using the lots reported. Due to the amount of complaints, further investigation of test cartridge lot 031824018a will be documented in escalation case (B)(4) and hra-24-0007. Device review verigene processor sp a3: 18191014 verigene reader: 18136003 review of the verigene sp and reader device history was assessed for a time frame of 3 months prior to the reported discrepant result. Verigene processor sp one pm performed. Verigene reader had one pm performed. There is no indication of a device malfunction. Site performance a 6-month customer site performance for negative agreement of staphylococcus ludgunesis target was performed from dec/2023 to jun/2024. There was a negative agreement of 99.7% (869 not detected/872 expected not detected). Per the verigene gram positive blood culture nucleic acid test package insert (89-30000-00-782) the expected negative agreement for the staphylococcus ludgunesis target is 100% (with a ci of 99.7-99.9). Based on the expected performance characteristics and data provided by the customer, the customer site is performing within the package insert expectations, further investigation of test cartridge lot 031824018a will be documented in escalation case (B)(4) and hra-24-0007. Conclusion through investigation the cause of the reported false positive staphylococcus ludgunesis result will be investigated under hra-24-0007. Further investigation for root cause will be documented in escalation case (B)(4) and hra-24-0007. The customer site is performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no injury or death to patient.